Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. (B)(6). G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the device in good condition. No problems were found in the event history log. Functional testing was able to replicate the reported issue; the latch lock lever was stiff to open and failed the latch lock test. The root cause was determined to be the latch lock. The latch lock was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device cassette latch was not working. It is unknown if there was patient involvement, no adverse patient effects were reported.